Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e204 could not be identified. However, it¿s likely the cause is related to the locking mechanism and scope detection side of the scope socket not working properly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the noisy image due to defective circuit board, additional findings are as follows: some indicators on front panel were off; the scope socket was rusty, loose, and had water stains; and the capacitor was damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.